Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating their insulin pump powered off without giving a low battery alert. The patient's blood glucose level was 45 mg/dl at the time of the call. The customer treated their blood glucose with a banana. The customer stated that there were no significant events that could have led to the issue. The customer was advised to insert new battery and to monitor their insulin pump for any further issues. The customer was informed that the insulin pump may need to be replaced. The customer did not return the product back for analysis.